Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2 - 3. (B)(6) 2015 inratio inr = 1.6. (B)(6) 2015 lab inr = 5.67. On (B)(6) 2015 based on the inratio inr value of 1.6, patient self tester's physician increased her normal coumadin dosage (15mg on monday, wednesday, friday and 10mg the rest of the week) to 15mg everyday of the week. (B)(6) 2015 patient noted that an existing wound on her leg had begun to bleed again. Wound is a long term wound that does not heal. Bleeding had been sufficiently enough that she went to her hematologist to take a look and rewrap it. The hematologist took a lab draw and found patient's inr to be 5.67. Based on the lab result, her physician had the patient withhold all coumadin for three days. Patient was not hospitalized and patient confirmed that the wound has since stopped bleeding.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.